Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin with blood glucose of 392 mg/dl at the time of the incident and current blood glucose was 309 mg/dl. Customer also reported insulin flow blocked alarm during bolus, which was cleared after performing a 5.0u fill cannula test. One day before the customer had blood glucose of 598 mg/dl. Customer swapped everything and it is still happening. This morning it started buzzing saying it is not delivering my insulin and keeps getting insulin flow blocked alarm. The blood glucose was 410 mg/dl, 482 mg/dl and last night it was 357 mg/dl, 341 mg/dl, 416 mg/dl and 154 mg/dl. Symptoms related to their high blood glucose included dry mouth tiredness. Customer treated for high blood glucose by using bolus. Customer assisted with performing the high pressure test and was passed. Customer advised to monitor the insulin pump and replace. The insulin pump will not be returned for analysis.